Manufacturer narrative:
(B)(4). The device has not been returned for investigation. No issues or discrepancies were found in the device history record of the product code 833-137 / batch 74c1701230 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. The customer complaint cannot be confirmed since the product sample involved in the complaint notification was not provided to perform a proper investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the dart end of the suture had broken off, but they did not know where this had occurred as it was not until the end of the case during their count that they realized it was missing. They do not know whether the dart was left inside the patient, whether it had dropped on the floor, or whether it was inside the capio device.